Manufacturer narrative:
The guidewire was returned broken into two segments. Cross analysis of the break points indicated that the failure of the pushwire occurred due to ductile overload.(B)(4).

Event description:
Treatment of an occipital artery dural avf (arteriovenous fistula). During the procedure, it was reported that the mirage guidewire broke inside the marathon catheter as the physician pulled on it. The broken guidewire segment was retrieved with a snare. No injury was reported with the patient as a result of the procedure.